Event description:
An orienting nurse inserted catheter for practice. Nurse was experienced in venipuncture, but had never inserted this kind of catheter. As she began threading the catheter, (approx 2"), rptr experienced severe burning in her veins to the point that she had to have the nurse stop and remove the product. Within 2 minutes of removal, rptr was experiencing severe chest and face flushing (bright red), peripheral tingling, chest pain radiating to back, scratchy/itchy throat and nasal congestion. Symptoms were eventually relieved with benadryl 50 mg ivp.